Event description:
Customer reports hemochron response continuing to run after the maximum value of 1500 seconds has been reached. Customer claims that during a test, the blood sample "clotted but the value continuously went up and passed 1500 seconds." Customer stated normal value should be 100-200 seconds and the maximum value 1500 seconds. Per customer "when the instrument counts up to 1500 seconds, the test normally turns off automatically but it did not." This reported occurred outside the united states.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further analysis.